Event description:
The initial reporter stated that they had a set that was leaking from the filter. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and no non-conformances were present. When the device was returned to mmdg for testing, it was found to be leaking from the filter.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were present. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).